Event description:
A 66-year-old female patient treated for post-cardiotomy cardiogenic shock post-CABG surgery. Decision to place impella cp device via right femoral artery. Day 4 ECMO added as primary support device. Patient transferred for escalation to impella 5.5 therapy. During impella cp removal, clot noticed, and removed via thrombectomy. Impella 5.5 inserted via axillary artery, and ECMO continued. Impella 5.5 operated as expected for 35 days (off-label use) with no issues, however, family elected to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.